Event description:
It was reported the patient developed an infection at her scs trial lead site. Cultures taken confirmed a skin infection. The patient was placed on IV antibiotics. Follow-up identified the patient's scs lead was explanted on (B)(6) 2014.

Manufacturer narrative:
Method; the device history and sterilization records were reviewed. Results; the device history and sterilization records reviewed found a non-conformance during packaging step. Affected units were removed and replaced. The product met all final packaging/sterilization acceptance criteria prior to release for distribution. Conclusion; the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.